Event description:
The lead was explanted due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to delay in receiving paperwork. The reported noise was not confirmed in the laboratory. The lead exhibited normal electrical characteristics. Analysis found lead insulation damage. The re cables were exposed but etfe coating was not compromised. The abrasion was consistent with friction to another implantable device.